Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was loose the following information was received by the initial reporter with the following verbatim it was reported that when connecting an infusion line, the connection between the terumo sureplug ad and the extension tube sometimes becomes loose. Fortunately, it does not lead, to reach the point of disconnection, but there are cases of loosening, which makes me uneasy. It has been pointed out since max zero was first adopted that the connection loosens and the connection bounces back, making it difficult to operate.

Manufacturer narrative:
No samples were received for investigation for pr (B)(4), in which the customer has stated: ¿when connecting an infusion line, the connection between the terumo sureplug ad and the extension tube sometimes becomes loose¿. The product in use at the time is reported to be a mz5303 extension set. Additional information provided by the customer confirmed that the reported issue occurred during initial connection and leakage was not observed. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.